Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that the hcp stated that the pump had potentially malfunctioned because the patient presented with symptoms consistent with acute withdrawal. The hcp stated that the patient had to be intubated. The hcp stated they had spoken to someone yesterday and were told that they would be there today to check the pump, but no one had come. An agent transferred the hcp to the national answering service (nas).